Event description:
Patient revised for osteolysis and polyethylene wear of acetabular liner.

Manufacturer narrative:
The device associated with this report was not returned. Although unavailable for evaluation, it would not be unreasonable to expect some degree of poly material wear after approximately 23 years of implantation. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.